Manufacturer narrative:
Analysis of programming history performed.

Event description:
Review of the in-house programming history for the patient's generator was performed. It was identified that a programming anomaly occurred on (B)(6) 2007. A faulted system diagnostic test occurred and a final interrogation was not performed. Upon initial interrogation on (B)(6) 2007, the settings were found to be at unintended parameters.